Event description:
It was reported by the customer, during preparation for use for a diagnostic procedure, the evis lucera elite bronchovideoscope image presented noise. The procedure was completed with the same device and no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the coating on the connecting tube had peeled off. This report is to capture the reportable malfunction of the peeled off coating on the connecting tube noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Noise occurred in the image. The screen was not coming out due to damage of the charge-coupled device unit. The light guide lens was scratched. The angulation in the up direction was out of standard due to a worn angle-wire. The insertion tube was scratched and there was corrosion under the rotating ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred by stress (physical/chemical/environmental) on the insertion section. A definitive root cause cannot be identified. Instructions for use (IFU) (operation manual) warns regarding applying external stress to insertion section as follows: "important information : please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. " IFU (reprocessing manual) warns regarding reprocessing deviated from IFU as follows: "1.4 precautions: for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." IFU (reprocessing manual) warns on storing devices in poor circumstance as follows: " store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor the field performance of this device.